Manufacturer narrative:
The device ro14041 has been inspected for investigation purpose. The tests performed confirmed that top plate of arm need to be reattached. The defective parts were glued for repair purposes.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the robot arm bracket plate was non-functional. There was no patient involvement.